Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to prying/leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-7300ds dissector broke inside the patient while shaving soft tissue. The surgeon attempted to remove the fragments through the scope unsuccessfully. The broken piece got lodged in the capsule, and it was retrieved by opening an incision. This was discovered during an ankle scope procedure. Additional information received on (B)(6) 2023. This was discovered during a procedure on (B)(6) 2023. All the broken piece was retrieved, and the case was completed successfully.